Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the brake casters are pivoting when the stretcher is in brake position. No pt impact.